Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 md/dl with no related symptoms. The reporter stated that the patient remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had an intermittent power issue and there was damage to the battery compartment and cap. The reporter stated that the battery compartment was cracked, and the top of the battery cap was worn and the battery cap itself was gritty. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of the pump having intermittent power.